Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled to have the implantable neurostimulator (ins) replaced and the healthcare provider (hcp) is trying to convince the pt replace the device with a different manufacture's device but keep the lead. Rep inquired about technicalities of MRI with different devices. Technical services (tss) reviewed information and advised caller to contact other manufacturer to obtain further information about their MRI guidelines. Additional information was received from the patient (pt). They reported that the cause of the message code 302 was indicated by the manufacturer that the battery had been depleted in just 10 months after its installation. Pt met with a manufacturer representative (rep) who analyzed the unit and called the finding in for a report. The issue is unresolved, pt is meeting with their healthcare provider (hcp). Additional information was received from the patient (pt). They reported that they received a newer more advanced, implantable neurostimulator (ins), was recommended by a manufacturer representative (rep). A healthcare provider (hcp) was selected for the installation. The battery unit was installed and appeared to perform normally until later in the year, when a considerable increase in back pain required an adjustment in coverage and intensity. After attempting to turn on the controller their phone device issued a service code 302 with a message that stated that the neurostimulator was not only empty but depleted. Pt contacted the rep who met with the pt at the surgical center, completed an electronic evaluation that confirmed the error code sent earlier by the device. At that time the rep instructed the customer service agent to initiate a report regarding the issue. Pt reached out to the rep inquiring if he'd heard anything as a result of the report that had been generated. Rep stated that he had not heard anything as his district manager (om) had been out on paid time off( pto). Pt has been experiencing considerable pain and discomfort without the assistance that the device offers when it is charged and operating normally. **MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they went to change settings last night, but saw message code 302 (ins battery has been depleted, therapy is no longer available) on the handset. Pt tried again today and still got that code. Pt expressed confusion at already seeing that screen since they were implanted in january. The patient was redirected to their healthcare provider to further address the issue. The caller (rep) later reported receiving a complaint from the patient (pt) via a letter from the better business bureau. In the letter, the pt reported they were implanted in january 2022 and the device performed normally until on (B)(6) 2022 when the pt had a considerable increase in back pain that required an adjustment in coverage and intensity. When attempting to turn on the controller, the pt's phone device displayed service code 302 with a message that the ins was not only empty, but depleted. The depletion occurred in 10 months, and not the 7-10 years the battery was said to last. Pt met with a rep on (B)(6) 2022 who confirmed the message and submitted a report of the event. Pt reached out to rep later but has not heard anything back. Pt experiencing pain and discomfort without the assistance the device offers when it is charged and operating normally. Patient is looking to have the battery replaced at no expense to them under warranty of product failure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.